Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
An entire lead cut in two pieces was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 8.5cm to 10.7cm from the distal tip. The silicone insulation was abraded and the reconductors were visible. The etfe coating was intact at the same location. External insulation abrasion was found at 33.0cm to 33.4cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.